Event description:
As the surgeon was implanting the device the wire came out as surgeon was impacting into the baseplate. There was a 5 minute delay.

Manufacturer narrative:
An event regarding a seating issue involving a triathlon cr insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the subject device was not returned. Medical records received and evaluation: not performed as no medical records were provided. A 5 minutes surgery delay was reported. Device history review: DHR review for the reported lot was satisfactory. Complaint history review: chr review for the reported lot confirmed that there are no other similar events reported. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device is needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
As the surgeon was implanting the device the wire came out as surgeon was impacting into the baseplate. There was a 5 minute delay.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital and was not returned to the manufacturer. Further information and medical records are unavailable as per health system policy. However, should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.